Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Concomitant product: 8637-40 neuro pump, implanted: (B)(6) 2015; 8709sc catheter, implanted: (B)(6) 2008.

Event description:
It was reported that approximately three weeks post implant, wound dehiscence occurred at the implant site and some fluid was present in the pocket. Initial culture from the site was negative. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.